Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no insulin observed exiting the tubing with multiple cartridges. Reportedly, the customer changed the cartridge using a new cartridge from a different lot, and insulin was seen exiting the tubing. Customer's blood glucose level was 183 mg/dl.